Manufacturer narrative:
Of the 183 new events occurring in the reporting period, (B)(6) 2017, 167 products were returned to zest anchors for evaluation. These results are provided in the asr line-item summary. The results are pending completion of evaluation for implants involving 16 incidents. Summary of results of the 183 new events: (B)(4). Summary of results of the 10 events with new information: (B)(4)." Remedial action was not taken for any of the 193 total events. All events were known issues that are currently addressed through risk management.

Event description:
This report summarizes 193 reported events. One-hundred eighty-three (183) of these events are new events occurring in the reporting period, (B)(6) 2017. Ten 10 of these events are updates for events occurring in the reporting period, (B)(6) 2017. Device problems include the following: (B)(4).

Manufacturer narrative:
Asr reporting authorization number: e2016010 evaluation summary: of the 183 new events occurring in the reporting period, april 1 - june 30, 2017, 167 products were returned to zest anchors for evaluation. These results are provided in the asr line-item summary. The results are pending completion of evaluation for implants involving 16 incidents. Summary of results of the 183 new events: - 213 - no failure detected: the device either functioned as designed or a failure was not found. 154 events were evaluated as "no failure detected." - 3252 - fracture problem: device problems caused by the separation of a component, object, or material into two or more pieces including shear. 2 events were evaluated as "fracture problem." - 3221 - no results available since no evaluation performed: for use when no methods were performed and therefore no results will be obtained. 10 events were evaluated as "no results available since no evaluation performed." -3199 - incomplete device returned: the device that was returned was not complete and/or is missing parts or components. 1 event was evaluated as "incomplete device returned." - 3233 - results pending completion of evaluation: for use when the evaluation is still in progress. 16 events were evaluated as "results pending completion of evaluation." Summary of results of the 10 events with new information: - 213 - no failure detected - the device either functioned as designed or a failure was not found. 2 events were evaluated as "no failure detected." - 3252 - fracture problem - device problems caused by the separation of component, object, or material into two or more pieces including shear. 3 events were evaluated as "fracture problem." - 3221 - no results available since no evaluation performed - for use when no methods were performed and therefore no results will be obtained. 5 events were evaluated as "no results available since no evaluation performed." Remedial action was not taken for any of the 193 total events. All events were known issues that are currently addressed through risk management. -

Event description:
This report summarizes 193 reported events. 183 of these events are new events occurring in the reporting period, april 1 - june 30, 2017. 10 of these events are updates for events occurring in the reporting period, january 1 - march 31, 2017. (B)(4). The reported event did not indicate any problem with the device. There is no evidence that the device was not within specification. (B)(4).